Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving clonidine, bupivacaine, baclofen and dilaudid at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. The patient stated that the pump leaked in 2013. Additional information regarding the device identifier, associated symptoms, causality, troubleshooting performed, actions/interventions and outcome has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.

Event description:
The indication for use was unknown.